Event description:
It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026, where insulin does not exit the tubing. The blockage is located in the tubing.

Manufacturer narrative:
Patient city: (B)(6). Patient country: mexico. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.